Manufacturer narrative:
Lot numbers # 18e023 and 18g042. Two (2) single use devices were received for evaluation. Visual inspection revealed that the bladders of both devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladders of two small volume folfusors ruptured, leading to a leak. Of the 2 events, 1 did not involve a patient, and 1 involved a patient with no patient consequences. No additional information is available.